Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stage 2 procedure the surgeon opened the pocket and when he grabbed the boot, and tugged, the lead frayed. The doctor unscrewed the lead from the percutaneous extensions, it was trashed, and it could not be used. The implantable neurostimulator (ins) had to be discarded due to sterility issues. The doctor closed the patient and brought her into recovery. About four hours later a full system implant on the contralateral side was completed.

Manufacturer narrative:
Concomitant products: product ID: 3058, product type: implantable neurostimulator. (B)(4).